Manufacturer narrative:
Examination of the returned product by depuy material science finds the augment fractured due to low-stress, high-cycle fatigue. There were no inclusions or other material defects that contributed to crack initiation or propagation. X-rays and medical records were reviewed. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been identified. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a fractured augment, pain, and cup loosening.